Manufacturer narrative:
According to the information received, the symptoms described were diagnosed as vascular occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha 4 products

Event description:
Revance notified teoxane of an adverse event on 24-may-2023. A patient was injected on (B)(6) 2023 with 1 syringe of rha 4 in nasolabial folds. The injection was done with the needle provided in the box. 3 days after injection, on (B)(6) 2023, the patient complained about a rash on the nose. The injector noticed livedo reticularis and darkness in the mid aspect of the nasolabial fold and inside of the nose, at the alar base. An ulcer inside the nose as well as blue to the glabella were also observed. The symptoms described were diagnosed as vascular occlusion by the injector. As treatment, on (B)(6) 2023, the patient was injected with 800 i.u. Of hyaluronidase. On (B)(6) 2023, we were informed that the patient's situation improved as the capillary refill and perfusion of tissue were normal. On 07-jun-2023, we were informed that on (B)(6) 2023, redness was gone and irritation had improved. The complaint was closed.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Revance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with 1 syringe of rha 4 in nasolabial folds. The injection was done with the needle provided in the box. 3 days after injection, on (B)(6) 2023, the patient complained about a rash on the nose. The injector noticed livedo reticularis and darkness in the mid aspect of the nasolabial fold and inside of the nose, at the alar base. An ulcer inside the nose as well as blue to the glabella were also observed. The symptoms described were diagnosed as vascular occlusion by the injector. As treatment, on (B)(6) 2023, the patient was injected with 800 i.u. Of hyaluronidase. On (B)(6) 2023, we were informed that the patient's situation improved as the capillary refill and perfusion of tissue were normal. The situation remains monitored.